Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances. The health care professional (hcp) called technical services (ts) and requested further review of the stored impedance measurement data. Upon review, ts confirmed that the rv lead shock impedances were greater than 125 ohms and had been gradually increasing over the past year. Ts discussed possible causes with the hcp and recommended for a commanded shock test to be performed for further evaluation of the lead integrity. At this time, the rv lead remains in service. No adverse patient effects were reported.